Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was becoming difficult to press and now no longer functions. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer had elevated blood glucose levels in the 200 mg/dl range. Customer delivered a bolus to stabilize blood glucose levels. It was indicated that the customer will continue to use the pump and has a back up method for continued insulin therapy.